Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. No button error alarm, ramping or scrolling numbers anomaly noted. All buttons functioned properly. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside insulin pump noted.

Event description:
Customer reported that the insulin pump is alarmed button error. Customer stated that he dropped the insulin pump in the bathtub and grabbed it out immediately. Customer also reported that when pressing the up arrow button to deliver a bolus the numbers were ramping and has intermittent button response. Blood glucose 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.